Event description:
The customer reported that the probe on the ortho provue analyzer dripped fluid. The customer indicated that the reagents were contaminated. Testing was aborted. No erroneous results were reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer contacted the customer by phone. The customer indicated that replacement of the wash solution has returned the instrument to expected operation. The fe followed up with the customer regarding the status of the instrument. The analyzer was performing as expected. Therefore, repairs were not required. This customer has not logged any complaints against this analyzer since this incident.